Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. The 15mm x 2.50mm nc quantum apex balloon catheter was advanced to the lesion. On the first inflation, the balloon ruptured at 14 atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. The nc quantum apex catheter was received inside an nc quantum apex shelf box. The batch number on the label of the returned shelf box matched the information on the device. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 3mm from the proximal end of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).